Manufacturer narrative:
Citation: erlebach, m. Md et al. Influence of predilatation on stroke, pacemaker rate and paravalvular leak after implantation of a next generation selfexpandable transcatheter aortic valve prosthesis. Thoracic and cardiovascular surgeon (netherlands), (2018) volume:66 doi 10.1055/s-0038-1627860 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding influence of predilatation on stroke, pacemaker rate and paravalvular leak after implantation of a next generation self-expanding transcatheter aortic valve prosthesis. The study population included 230 patients, mean age 80 years, all of whom were implanted with medtronic evolut r prosthesis. The serial numbers were not provided. Among all patients adverse events included: permanent pacemaker implantation, malplacement and moderate aortic regurgitation. Based on the available information, these adverse events may have been attributed to medtronic product. No additional adverse patient effects or product performance problems were reported.